Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 13.2 vich13.2 of +9.50 diopter implantable collamer lens into the patients right eye (od) on (B)(6) 2020. Excessive vault was observed. Reporter states that "vaulting gets back to normal range." Lens remains implanted. D2-phakic intraocular lens, product code: mta. D4- model#: vich 13.2. Serial #: (B)(6). Expiration date: 31-oct-2020. D6-implant date (B)(6) 2020. G5- this product is not marketed in the us. H6-method code 4110: lens work order search: no additional similar complaint type event.(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vtich13.2, 8.50/3.0/110 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os). Excessive vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.